Event description:
It was reported that a cartridge alarm 20 occurred, but there was no adverse impact to the customer's blood glucose level. The customer experienced consecutive cartridge alarms with their current pump; however, they had not reported previous alarms of the same type with this pump serial number. Technical support confirmed the issue and decided to replace the pump, ensuring it comes with updated software. The customer was advised to put their pump into storage mode before returning it and was informed about programming the replacement with their existing settings. A new pump was sent out, with delivery arrangements requiring a signature, and the customer agreed to return the faulty pump within 10 days to avoid a charge.